Event description:
The customer reported an uncontained fluid leak of approximately five (5) to ten (10) ml from the coulter ac.t diff analyzer. The fluid leak consisted of diluent, blood and clenz reagent mixture. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing gloves, goggles, and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a leak from the probe and observed the waste tubing on probe wipe was clogged. The fse flushed the probe wipe waste tubing with bleach starting from probe wipe to the tubing through pinch valve (lv8) and through the tubing leading to the vacuum isolator chamber (vic). The instrument ran without any leaks or errors and all repairs were verified per established procedures. (B)(4).